Event description:
A nurse in the surgical unit reported she "unhooked the i.v. Tubing from the hub of a PICC line and a piece of the connector broke off into the hub. The hub was replaced and disposed of as full of blood." (B)(6). There was no report of patient harm or medical intervention. No further patient or event information is available.

Manufacturer narrative:
MFR's report date: 06/26/2013. Internal file no: (B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.